Manufacturer narrative:
(B)(4). The customer's report of a balloon in the silicone segment was confirmed upon visual inspection of the set and replicated during pressure testing. The pressure test reproduced the balloons within the silicone segment at 10 psi; the specification is (B)(4). The silicone segment was likely weakened during customer use. Because the customer did not state that an IV push or flush was administered, the root cause could not be identified. Past investigations determined ballooning has occurred when an IV push is executed below the pump when the tubing above the IV push site was not clamped off. This can cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.

Event description:
An unexpected return of a set with a ballooned silicone segment was rec'd. No event details were provided. There was no report of pt harm or medical intervention.